Event description:
Sometime in march 1999 following an intravascular procedure an angio-seal device was placed in a patient's groin. The deployment was reported to be without difficulty; however, hemostasis was not achieved. Manual pressure was applied (duration unknown) and the patient was transferred from the cardiac cath lab with diminished pulses. Within the next hour, the patient experienced acute limb ischemia and was taken to surgery. A focal thrombus was identified and removed. As of 05/06/1999, there has been no further report to the manufacturer of complication or additional patient sequelae.